Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on limited information available and after multiple unsuccessful attempts to obtain, the material number and batch number is unknown; reviews could not be performed and it was not possible to assess the rm documentation. No physical sample was provided by the customer. CAPA is not required at this time.

Event description:
It was reported that at least one syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced leakage. The following information was provided by the initial reporter: material no.: 305060, batch no.: 1036035. I recently had a friend who works in an emergency room reach out to me concerning a bd plastipak 3 ml syringe luer lok tip with blunt fill needle 18 gauge x 1.5. At the point where the red plunger is screwed on, their team has experienced leaks on multiple occasions. They believe the issue is this component is not being screwed on tightly enough in manufacturing. They have been able minimize leaking by tightening it further on their own.